Manufacturer narrative:
Part # 05.000.008, synthes lot # 006696, supplier lot # 006696, release to warehouse date: 06 jun 2017, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: it was reported that on (B)(6) 2021, the hand piece for battery powered driver med speed does not work. The repair technician reported the bearings are grinding and there is debris covering the column. The device did not run in forward. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the hand piece for battery powered driver med speed did not work. The issue was observed during routine inspection. There was no patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).